Event description:
As reported by a field clinical specialist (fcs) during a tavr procedure with a 29mm sapien 3 ultra resilia valve, during sapien 3 ultra resilia insertion, some resistance was seen at the distal portion of the 16f esheath+. During esheath+ removal, a torn distal tip was noted. No ill harm to patient. Per additional information provided by the fcs, there was no difficulty inserting the sheath into the patient. The expansion tool was used and the loader was able to be fully inserted in the sheath/sheath housing. The sheath was not inserted at a steep angle and was not torqued during the procedure. There were no withdrawal issues. The perceived root cause of the event was due to vessel tortuosity.

Manufacturer narrative:
The investigation is ongoing.